Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep re-seated the connectors on the power supply, and adjusted the voltage on the fluoro function board. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system failed to boot up. No pt injury was reported.